Event description:
Spontaneous inbound call from pt about a bill; she states she received 3 pumps, 2 of which were broken, but she is being billed for the broken ones. No further info was reported. Lot number and expiration dates not reported. Unk if pt still has broken pump on hand. No mention of any adverse effects. No other info known. Reported to cvs/caremark by pt/caregiver.